Event description:
Patient presented back to the physician with persistent infection at the chest incision site. Physician brought the patient into the or and removed the entire inspire system. Antibiotics were prescribed after the procedure was completed. Patient returned for a follow-up appointment, where the physician prescribed another round of antibiotics.

Event description:
Patient presented to the physician with redness and granulation tissue at the ipg site. Upon examination, the physician removed the granulation tissue, revealing that the ipg was exposed through the wound. Culture was taken, and the results returned positive for infection. Physician prescribed antibiotics.